Manufacturer narrative:
Additional information was received that the date of event should be (B)(6) 2014. The repeat testing "a few days later" was on (B)(6) 2014. The patient was not adversely affected. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.183. The customer believed this result was reported to the clinician. The sample was retested on the same analyzer and the result was 88.58. A few days later they checked the sample on the same analyzer and the result was 83.3. The result from a different analyzer was 87.6. No units of measure were provided. Information concerning if the patient was adversely affected was requested, but was not provided. The hcg+b reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).